Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., d6b., h.6.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening on radius, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.